Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint. For clarification, the maryland bipolar forceps instrument was found with damaged insulation to the conductor wire near the distal idler pulley. The material appeared to be scraped off, approximately 0.04" to 0.06" in length and bare wire was exposed. The missing material was not returned. The electrical continuity test still passed. Failure analysis found the primary failure of insulation damage to the conductor wire to be related to the customer reported complaint. An additional observation not reported by the site were also identified: the maryland bipolar forceps instrument was found with thermal damage at the grip base and black char marks were observed. Any material missing is likely to be thermal induced rather than mechanically induced and the root cause is attributed to mishandling/misuse. Failure analysis found the additional failure of thermal damage to the bipolar yaw pulley to not be related to the customer reported complaint. A review of the device logs for the maryland bipolar forceps (4711172-16/k122106210076) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2021 during a partial nephrectomy via system serial# (B)(4). The instrument had 4 uses remaining after the last procedural use. A review of the site's complaint history does not show any additional complaints related to this product. No image or video was provided for review. This complaint is being reported due to the following conclusion: during failure analysis testing, the maryland bipolar forceps instrument was found to have conductor wire damage with exposed internal wires and a passed electrical continuity test. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the 8mm maryland bipolar forceps instrument tip had a nick in the cable. The procedure was completed as planned with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.